Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a blue foreign object was found in the back of the intraocular lens when it was implanted. The foreign matter was aspirated using irrigation/aspiration and the surgery was completed without problems. The patient did not have any problems after the surgery. There was no patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 2/1/2018. Device evaluation: the lens remains implanted. The preloaded delivery system was returned. A visual inspection of the preloaded device was performed. A photo of the blue foreign object was also provided for evaluation. Visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. Lubricant material residue was observed on the cartridge which indicates that the unit was handled and prepared for surgical use. No damage was observed on the cartridge. No assembly errors and/or defects were observed in the preloaded device related to the manufacturing process. The photo of the particle was evaluated by the sme (subject matter expert). Based on the photo provided, it was not possible to confirm if the particle observed is related to the manufacturing process. The photo provided was of poor resolution and high magnification. The photo was evaluated and something like foreign material was observed on the lens. Throughout the manufacturing processes, there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with a similar particulate, as required by our approved procedures. The manufacturing data confirmed there were no process deviations that would have lead to visible debris/particle deposits on the iol and that would have been undetected by our control process. In addition, as required in the direction for use (dfu) the lens should be removed from the pouch in a sterile environment, and examined thoroughly to ensure particles have not become attached to the lens before implant. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The manufacturing data confirmed that there were no process deviations. A search revealed that no additional complaints for this order number have been received. Sterility records review: the sterilization lot record was also reviewed and was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.